Event description:
Caller reported a cartridge alarm 20 during pumping, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Calls in the past did not report this specific cartridge alarm but consecutive cartridge issues were noted. Technical support confirmed that the problematic pump would be replaced under warranty with updated software. The customer understood and agreed to use manual insulin delivery until the replacement arrives. Training on the new pump was also arranged.